Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to clean the implant side due to extrusion of the implant body. The patient was treated with IV antibiotics and received additional antibiotic treatment for two month (type & date not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2014. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed october 17, 2014.